Event description:
A customer contacted global technical service (gts) regarding a high drain 107/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice pro (hcp) after use. The technical service representative (tsr) reviewed the therapy log. The home patient's (hp) fill volume was 1500ml in drain 7 of 7 with an ultrafiltration (uf) of 1604ml, so the hp drained a total of 3104ml. The hp stated they had no symptoms and have never had any issues like this before. The hp stated that they were going to call the peritoneal dialysis registered nurse (pdrn) to see if they should do manual therapy tonight. The hp stated that they do not do any manuals during the day. Normally they have a last fill of 1500ml, and on the previous night their initial drain was only 20ml. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported event. The rn stated that she was not aware of the specific alarm. Product surveillance explained the alarms meaning. The rn stated there have been no additional issues with therapy since then. No patient injury or medical intervention was reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain-one or more cycles advanced to next fill when slow / no flow occurred above the minimum drain volume threshold. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.